Event description:
It was reported to boston scientific corporation in 2007 that a resolution hemostatic clipping device was used during a colonoscopy (patient sex, age, and weight unknown.) According to the complainant, "during the procedure the clip would not come off the catheter after deployment. The patient had no complications." The procedure was completed with another of the same device.

Manufacturer narrative:
Product was inspected when received. Upon investigation, it was noticed that the clip assembly was deployed and not returned with the device. The proximal end of the over sheath was torn. The control wire and inner sheath were removed from the device and returned. The cross pin was still attached to the control wire and the control wire ball was separated per design. The coil had also been cut approximately 1" from the distal end of the handle. The sheath grip and the slider were missing and not returned with the device. Without the clip assembly being returned no further investigation can be done. Investigation of the returned pieces did not show any anomalies that could have lead to this complaint. The cause of the reported complaint is undetermined.